Event description:
During follow-up on (B)(6) 2014, physician noticed a shock was delivered on (B)(6) 2014 because of noise sensing. Preliminary analysis indicated the noise could result from myopotential or emi.

Manufacturer narrative:
In previous follow-up MDR, was erroneous or missing: it should have been (B)(4) 2014.

Event description:
During follow-up on (B)(6) 2014, physician noticed a shock was delivered on (B)(6) 2014 because of noise sensing. Preliminary analysis indicated the noise could result from myopotential or emi.

Event description:
During follow-up on (B)(6) 2014, physician noticed a shock was delivered on (B)(6) 2014 because of noise sensing. Preliminary analysis indicated the noise could result from myopotential or emi.